Event description:
Boston scientific received information that due to this right atrial lead dislodgement there were no p-waves or capture observed. The physician attempted to reposition the lead however the lead values were not acceptable. The physician successfully implanted another lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned to our boston scientific quality assurance laboratory. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.